Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the pump was exposed to extreme heat. The customer reverted to a backup pump as a method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.per the tandem user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c) h3 other text : device not returned.